Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/21/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13991n surefire¿ scorpion¿ needle broke. This occurred during a case. There was no additional information provided, and additional information has been requested.

Event description:
Additional information was provided on 08/14/2025 where it was stated this event occurred during a shoulder arthroscopy when the doctor went to activate the forceps the device broke. A scorpions forceps was used with the needle. The patient had a normal bone quality that was prepped using a shaver blade. Another needle was opened to proceed with the case. A fragment remains in the patient. There was no delay in the procedure.

Manufacturer narrative:
Additional info: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The reported failure is caused by a user error, specifically applying excessive force to pass the needle through fibrous/calcific tissue and/or ¿dry,¿ repetitive actuations outside the surgical site, as stated in the directions for use ((B)(4) warning for scorpion products). To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid "dry" repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The complaint allegation could not be confirmed. The device was not received for evaluation, and no supporting evidence of the reported failure was provided.